Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after using a bd insulin syringe with the bd ultra-fine(tm) needle 0.5ml 30gx1/2, the patients blood sugar was low. He fell hurting himself, went to the hospital, got stitches, and was hospitalized for one week.

Manufacturer narrative:
Results: a sample/photo was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6291768. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A review of the device history record was completed for batch# 6291768. There were zero (0) defects or notifications noted during production of this batch. A situation analysis (sa)# (B)(4) was initiated for product mix found for this particular batch not related to this event.

Manufacturer narrative:
On 8/24/2017 additional information was received regarding the reported device. A recall was initiated on 5/25/2017 (bddc-17-1013-fa).